Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was scratched, but still functional. Reportedly, the reason for the scratched screen was because the customer had the pump in their pocket with other objects. Customer's blood glucose was impacted by the scratched screen, however the reported value is unknown. The customer declined troubleshooting with tandem technical support.